Event description:
Bilateral knee pain worse [arthralgia]. No relief of knee pain [device ineffective]. Case description: spontaneous report was rec'd on (B)(4) 2011, from a consumer regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's med history was not provided. On an unspecified date in (B)(6) 2010, the pt initiated synvisc-one 6ml/once in both knees. On an unspecified date, the pt experienced worsening of her bilateral knee pain since receiving synvisc-one. Additionally, the pt experienced no relief of knee pain with synvisc-one. The bilateral knee pain was treated with cortisone injection and naproxen. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The intensity for the events was not assessed.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.